Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a target vessel revascularisation of r-1 one admiral xtreme and one in.pact admiral balloon catheters were used. Approximately 2 months post tvr1 the patient suffered thrombotic occlusion of the right sfa. This was treated with a thrombectomy of the right leg on the same day. The event was resolved. The investigator reported that the event is not related to the index device, procedure or paclitaxel.